Event description:
It was reported that during preparation for a procedure, the vial from the vertaplex hv global twin pk was found to be cracked inside of the original packaging and that fluid was found inside the packaging. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device will not be returned as it was discarded by the user facility; it is not possible to determine the cause of the reported malfunction without an evaluation of the device.

Event description:
It was reported that during preparation for a procedure, the vial from the vertaplex hv global twin pk was found to be cracked inside of the original packaging and that fluid was found inside the packaging. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.